Event description:
Hcp reported the pt underwent a catheter implant in 2004. There was some trouble advancing the catheter due to some bunching of the catheter intrathecally during implantation. With the insertion of the catheter, the metal tip came off the distal end off the catheter. The catheter was removed and disposed of. A new catheter was inserted and again the metal tip came off in the intrathecal space. The hcp has left the second catheter implanted. The physician did not use the paramedial oblique technique as suggested per instructions.